Event description:
A male was having a hickman catheter removal in or. It was difficult to remove. The catheter fractured and the end of the catheter embolized distally. The pt was taken to the cardiac cath lab, and a radiologist retrieved the portion of the catheter that was lodged in the right atrium of the heart. Hickman catheter was inserted in another health care facility; therefore, we do not have any of the specific product info related to this hickman catheter.